Event description:
A patient presented with a seroma at an unspecified time following surgery. The patient was returned to surgery for excision of the seroma. No further details were provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. 510(k)# k022715.